Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's right ventricular lead exhibited high impedance. No further information was reported.

Event description:
New information noted that the right ventricular lead was capped and replaced on 22 may 2023.